Event description:
The customer reported the system's cine operation failed to function. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was replaced along with add'l repairs to restore the cine function. The system was then found to be operating as intended.